Event description:
In the course of a therapeutic bronchoscopy procedure for placement of a tracheal stent, the suture that deploys the sent broke, the physician successfully placed another stent (same type). The patient's condition was noted to be fine. There was no report of death, serious injury or mistreatment associated with this event.